Manufacturer narrative:
This report is filed on march 11, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced pain and infection at abutment site subsequently the patient was treated with oral antibiotics and a topical steroid (date and duration not reported).